Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure using a 29mm sapien 3 ultra resilia valve, preclosing the artery was challenging due to the patient's large body habitus, and insertion of the esheath was difficult while tunneling through a long, resistant tissue tract and into the artery. Once the esheath was fully inserted, the transcatheter aortic valve replacement procedure proceeded as planned, and a 29 mm sapien 3 ultra resilia valve was successfully deployed. Insertion of the delivery system was met with moderate resistance. Upon removing the delivery system, there was significant resistance coming back through the esheath. Under fluoroscopy, it appeared that the radiopaque cuff of the esheath was no longer at the distal tip of the esheath, but rather mid sheath with the delivery system. The decision was made to remove the delivery system and esheath together. A 20mm dryseal was then introduced at the site and the vascular surgery team was called. Upon removal of the esheath and delivery system, it was identified that the inner lining of the esheath separated from the outer lining and buckled on itself. Vascular surgery repaired the arteriotomy via surgical cutdown and the patient was transferred to ccu in stable condition. Follow up with the fcs indicated that the esheath possibly kinked on insertion it was not confirm on fluoroscopy at the time. The arteriotomy was enlarged when the ds and esheath came out as one unit. The ds could not be independently removed as it became stuck at the distal portion of the esheath. Therefore, the balloon, although deflated, was not in a completely wrapped form as it is when it is unused. This combination increased the size of the arteriotomy as it was being removed from the patient.